Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation, therefore omsc could not evaluate the subject device. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to the failure of power supply circuit board, which might be caused by the aging degradation of the subject device due to long term use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, the endoscopic image could not be intermittently displayed on the screen of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the subject device could not be turned on and the endoscopic image could not be displayed on the screen of the subject device due to a failure of power supply circuit board of the subject device.